Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure t.w. Power supply green light comes on but power was not being delivered to the hemopro. They immediately noticed the device jaws were not cutting or cauterizing the vein. There was no noticeable current being delivered to the device. They did a series of troubleshooting to isolate the problem and the problem it only resolved when the power supply was swapped out for one they already had on hand. No patient harm.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 09/24/2022. An investigation was conducted on 09/29/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed on the device. The power supply and returned power cord were observed to be intact, with no visual defects observed. An electrical evaluation was conducted. The returned power cord was plugged into the wall and the device was switched on. The green light on the power supply was observed to indicate that there was power to the device. A pre-cautery test was performed per the instruction for use (IFU) with the returned cable, reference adapter and vasoview hemopro 2 device, and returned power supply vh-3010 at level 3.0. The device passed the pre-cautery test. The vasoview hemopro 2 device produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released with no excessive smoke observed. A tone was audible from the power supply upon activation. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after a 10-second cooling period with no incident each time. The returned power cord was switched out for a reference power cord and the process was repeated with the same results. An engineer evaluation was conducted on 02/16/2023 to complete final testing on the device per (B)(4) rev. B (see attached email). Based on the returned condition of the device , evaluation results, and the engineer evaluation, the reported failure "electrical problem" was not confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device serial conforms to all applicable product specifications. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
N/a.